Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 53 mg/dl. Customer treated with food. Customer current blood glucose level was 343 mg/dl. Insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display return after insulin pump restart customer was performed self test and it was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.